Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was microscopically and visually examined. At 23.6cm from strain relief, the hypotube was separated. The hypotube was kinked 1.4cm distally from the separation. There was contrast in the inflation lumen. The product mandrel was in place upon device return. The balloon was tightly folded and heavily coated in contrast. There was tip damage to the device. Inspection of the remainder of the device presented no further damage or irregularities.

Event description:
Reportable based on device analysis completed on 30jul2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The target lesion was a 50% instent restenosed, severely tortuous, and moderately calcified . This 3.50 mm x 20.00 mm agent drug coated balloon was selected but the device was unable to cross the highly angulated lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis identified hypotube separation.